Manufacturer narrative:
Concomitant medical products: product ID: 3888-56, lot# va0c6cq, implanted: (B)(6) 2014, product type: lead. Product ID: 3487a-45, lot# va03u9q, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot# va02nnp, implanted: (B)(6) 2014, product type: lead. Product ID: 3487a-56, lot# va01kmt, implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID: 97754, serial# (B)(4), implanted: (B)(6) 2014, product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had the exposed lead removed. The rest of the system remained implanted. Antibiotics were administered pre-op. The infection was not confirmed and it is unknown how or if they cultured.

Event description:
It was reported per the patient that one of the ¿lead wires¿ had become infected and that the patient¿s body may be rejecting it. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.